Event description:
This event occurred in one pt. Acclarent became aware of this event on (B)(6) 2012. On (B)(6) 2012, the physician performed a dilation of the pt's stenosis using the acclarent inspira air 5x24 mm balloon catheter. Upon endoscopic inspection of the dilated area a small laceration of the posterior wall of the trachea was visible. Because of the location on the posterior wall of the trachea swallowing x-ray was performed. No perforation was found from the posterior tracheal wall into the esophagus. The pt was kept overnight and discharged the following day. As of (B)(6) 2012, there have been no other sequelae.

Manufacturer narrative:
Based on the info provided, acclarent believes that the inspira air device performed as intended. The physician noted that the device performed as expected, without any problems. Mucosal tears are seen following use of any balloon for dilation of the airway. Acclarent will continue to update the file with any add'l info and provide subsequent reports if required.